Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the office identified three (3) different catalog numbers associated with the black specks, the office could not verify which catalog or lot number had been used on the patient; therefore, no catalog numbers or lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4926315 (catalog #34921), 4985510 (catalog #34922), and 4978855 (catalog #34923). The office could not recall patient or incident details. The composite was drilled out and the procedure was repeated during the same office visit. To date, the patient is doing fine. A visual evaluation was performed on the returned product, yielding results within specifications.

Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for three (3) patients. This is the first of three (3) reports.